Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she had one on her back and she seemed to be burned on both sides" after removing the wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event [preferred term] burned both sides of her lower back/she had one on her back and she seemed to be burned on both sides [thermal burn], case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number x25941, expiration date jun2021, from an unspecified date at unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient slept in the thermacare back pain therapy burned both sides of her lower back and she put some neosporin on it and it's starting to look better. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she had one on her back and she seemed to be burned on both sides" after removing the wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No follow-up attempts are possible. No further information is expected. Follow-up (04jan2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the event of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim (preferred term) burned both sides of her lower back (thermal burn). Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number x25941, expiration date: jun2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient slept in the thermacare back pain therapy burned both sides of her lower back and she put some neosporin on it and it's starting to look better. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was resolving. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.